Event description:
Boston scientific received information that this right atrial lead exhibited oversensing when in bipolar mode. Additionally, pacing impedance measurements were less than 200 ohms. Some measurements were as low as 146 ohms. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.